Manufacturer narrative:
Continued e1 -- address: (B)(6). Article citation: kalstrup, j., mellemkjaer, l., wohlfahrt dreyer, l. Et al. Incidence of lymphomas in a nationwide prospective cohort study of breast-implanted women. The breast - elsevier. 30/apr/2026; 1-10. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Literature review titled "incidence of lymphomas in a nationwide prospective cohort study of breast-implanted women¿ reported "we identified five cases of bia-alcl that were all seen in women with textured implants". Pathological marker alk- has been received. Pathological marker cd30+ has not been received. Hence, the report of alcl has not been confirmed. Affected side(s) unknown. The devices were explanted.